Event description:
Two falsely elevated ctni results of 13 and 31 ng/ml were obtained on two pt samples on the same instrument. The results were not reported to the physician. The test was repeated for the samples on a different instrument and results of < 0.04 ng/ml were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Analysis of instrument indicated that the most likely cause for the falsely elevated result was a stripped gear on the r1 arm.